Manufacturer narrative:
Spacelabs technical support advised the customer to reach out to their networking team as the symptoms presented indicated a networking failure. At this time there is no additional information from the customer and the cause of the reported issue is unknown. Spacelabs will continue to investigate the failure and submit a follow up in accordance with 21 cfr should additional information be made available.

Event description:
The customer reported that while monitoring patients on a xhibit central station all the telemetry patients suddenly went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
System files were reviewed by a spacelabs healthcare product support specialist and confirmed that one xhibit telemetry receiver experienced an outage, however the cause of the outage could not be determined. The customer has since replaced network hardware and software on the xhibit central stations and xhibit telemetry receivers have since been updated. No further reports have been received relating to the reported failure. Cause of failure could not be established, it is believed to be related to customer owned network hardware, however that could not be confirmed.